Event description:
It was reported that there was t-wave oversensing (twos) real time during bi-ventricular (bi-v) pacing of the right ventricular (rv) lead. It was also reported that the patient had been suffering with "irritable bowel" and the theory was that perhaps the electrolytes were off. The rv lead was reprogrammed and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable biv defibrillator (B)(6) 2010; 559445 implantable pacing lead (B)(6) 2010.